Event description:
It was reported that the device has an internal leak. The account had a back up to use for the procedure and there was no clinically relevant delay. There are no adverse consequences associated with this event. The device has been used in subsequent procedures with no reports of malfunctions.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.